Event description:
Baxter india reports, while in hosp, pt was diagnosed with peritonitis. Baxter affiliate reports pt was treated with intravenous fluconazole and amphotericin "in appropriate doses". Affiliate reports treatment was performed by capd nurses following proper procedures. Affiliate reports, "catheter was removed as it was a fungal peritonitis". Specifics of incident unknown at this time.

Event description:
Affiliate reports diagnosis of peritonitis was attributed to the "unsterility of the set". Per affiliate, "there were holes in the cover". Affiliate reports pt was in the hosp for five days.